Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead measuring 2021 ohms. Additionally, it was noted that the right ventricular (rv) impedances have been increasing however, are still within range. Technical services (ts) reviewed the device data and determined there were no observations of noise. Ts recommended to bring the patient in for a full lead evaluation or to consider increasing the upper out of range limit. At this time, the device, lv, and rv lead remains in service. No adverse patient effects were reported.